Manufacturer narrative:
The reported event of long charge time was confirmed in the lab, however the cause was exposure to cold temperature. Interrogation of the device revealed the device was above the elective replacement indicator when received. The charge times seen in the field is not considered a device anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-23728. It was reported that prior to the implant procedure, the implantable cardioverter defibrillator exhibited slow capacitor charge time. A second device was tested and also exhibited a slow capacitor charge time. A third device was tested and exhibited an acceptable charge time. The third device was implanted to complete the procedure. There were no patient consequences.